Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported that the cgm displayed results differing from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. Based on review, the system experienced a period of instability that contributed to differences in bg/sg values; however, after additional monitoring, the system stabilized and bg/sg values are trending appropriately. The user was advised to continue using the system, enter calibrations as prompted, and contact support if additional concerns arise. Despite multiple attempts, the user has been unresponsive to follow-up contact.